Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a cutter broke during a surgery. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray with the tip in a zip top bag. The sample was visually inspected and found to be nonconforming with the probe needle broken at the port. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had a broken tip at the port. The exact root cause for the broken tip cannot be determined from this evaluation. An internal investigation has been completed and action has been implemented to reduce the frequency of broken tips. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).